Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain /inflammatory pain") in a female patient who had essure inserted (lot no. E25507) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain as if I was giving birth"), uterine contractions abnormal ("major contractions"), heavy menstrual bleeding ("heavy menstrual bleeding"), genital haemorrhage ("haemorrhagic / lots of bleeding"), intermenstrual bleeding ("bleeding between periods"), vaginal discharge ("brown vaginal discharge"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), migraine ("migraine"), epistaxis ("nosebleeds"), vitamin d deficiency ("vitamin d deficiencies"), a first episode of sleep disorder ("sleep disorder"), bloating ("bloating"), swelling abdomen ("abdominal swelling"), flatulence ("flatulence"), memory impairment ("memory disorders"), limb discomfort ("sensation of heavy legs"), muscle spasms ("muscle spasms"), hyperhidrosis ("excessive sweating"), micturition urgency ("frequent urge to urinate at night too") and a second episode of sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, fatigue, myalgia, migraine, latest episode of sleep disorder, bloating, swelling abdomen and limb discomfort had not resolved. The outcomes for pelvic pain, abdominal pain, uterine contractions abnormal, genital haemorrhage, intermenstrual bleeding, vaginal discharge, weight increased, epistaxis, vitamin d deficiency, flatulence, memory impairment, muscle spasms, hyperhidrosis and micturition urgency were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine contractions abnormal, pelvic pain, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, vaginal discharge, weight increased, fatigue, myalgia, migraine, epistaxis, vitamin d deficiency, the first episode of sleep disorder, bloating, swelling abdomen, flatulence, memory impairment, limb discomfort, muscle spasms, hyperhidrosis, micturition urgency or the second episode of sleep disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 13-apr-2023. The most recent information was received on 27-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain /inflammatory pain") in a female patient who had essure inserted (lot no. E25507) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain as if I was giving birth"), uterine contractions abnormal ("major contractions"), heavy menstrual bleeding ("heavy menstrual bleeding"), genital haemorrhage ("haemorrhagic / lots of bleeding"), intermenstrual bleeding ("bleeding between periods"), vaginal discharge ("brown vaginal discharge"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), migraine ("migraine"), epistaxis ("nosebleeds"), vitamin d deficiency ("vitamin d deficiencies"), a first episode of sleep disorder ("sleep disorder"), bloating ("bloating"), swelling abdomen ("abdominal swelling"), flatulence ("flatulence"), memory impairment ("memory disorders"), limb discomfort ("sensation of heavy legs"), muscle spasms ("muscle spasms"), hyperhidrosis ("excessive sweating"), micturition urgency ("frequent urge to urinate at night too") and a second episode of sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, fatigue, myalgia, migraine, latest episode of sleep disorder, bloating, swelling abdomen and limb discomfort had not resolved. The outcomes for pelvic pain, abdominal pain, uterine contractions abnormal, genital haemorrhage, intermenstrual bleeding, vaginal discharge, weight increased, epistaxis, vitamin d deficiency, flatulence, memory impairment, muscle spasms, hyperhidrosis and micturition urgency were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine contractions abnormal, pelvic pain, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, vaginal discharge, weight increased, fatigue, myalgia, migraine, epistaxis, vitamin d deficiency, the first episode of sleep disorder, bloating, swelling abdomen, flatulence, memory impairment, limb discomfort, muscle spasms, hyperhidrosis, micturition urgency or the second episode of sleep disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Batch no: e25507, production date: 2015-08-28, expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.